Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4) when compared to a laboratory using dade innovin reagent. Patient 1 result from the meter in the morning was >8.0 inr. Two hours later, the result from the laboratory was 5.59 inr. The laboratory result was believed to be correct and medication was withheld. The therapeutic range was 2.0-3.0 inr. The patient was not anemic, had no heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no illness, no change in diet, and no signs of bleeding or bruising. Patient 2 on (B)(6) 2018, the result from the meter in the afternoon was >8.0 inr. A couple hours later, the result from the laboratory was 5.4 inr. This patient was an (B)(6) male born on (B)(6). The laboratory result was believed to be correct and medication was withheld. The therapeutic range was 2.0-3.0 inr. The patient was not anemic, had no heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no illness, no change in diet, and no signs of bleeding or bruising. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested with qc material. Qc 1: 2.4 inr; qc 2: 2.3 inr; qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8-2.8 inr). All measurements were without error messages. Retention test strips (lot 297790) were tested in comparison to masterlot # 28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. No information was provided in the complaint case that would point to a cause for the result discrepancy.